Event description:
A malfunction was reported on a pump with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.